Manufacturer narrative:
Follow up procedural cine images were provided and reviewed by an edwards physician proctor: observations: pig tail catheter in the non-coronary cusp · mildly calcified leaflets · wire too deep in lv apex · bav-good (no injection) · valve deployed well · pig tail catheter seen in false lumen of ascending aorta above stj · last cine shows pig tail catheter in true lumen of aorta, ascending dissection flap seen impressions: based on images provided, the aortic dissection did not occur before implant or was caused by the valve. The cause of the aortic dissection is unknown. It is possible the dissection may have occurred during the removal of the delivery system (ds) if the guide wire did not have enough tension to prevent the ds from scraping around the aortic arch. However, there were no images provided showing where the dissection originated or images of the devices (delivery system, other catheters) advancing/withdrawing around the aortic arch. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. While a definitive root cause for the aortic dissection was unable to be confirmed through imaging, per report, it appears that the aortic dissection may have occurred during the removal of the fully flexed delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the (B)(4) affiliate, during the transfemoral tavr procedure, post valve deployment, it was noticed that a dissection had occurred in the arch of the aorta and the pigtail had found its way into the ¿non-true lumen¿ of the aorta. The valve was functioning well and given this patient was of ¿high risk¿ with patent grafts to lad, it was decided no further intervention and to be monitored closely while in the ICU. The patient appeared to be stable while in the ICU, however, the dissection appeared to have seemingly ruptured and the patient expired on pod 4. It is perceived that the dissection occurred during the removal of the delivery catheter which was still full flexed.